Event description:
Samantha davis called from women's hospital in baton rouge, la to report an innercool stx surface system (120v) (sn (B)(6). That isn't working. This is a new site, and she's on site doing in-servicing for the first time before their go-live this week. She reported that when turning the device on, she's getting a green light, but the display is black. The zoll clinical field educator gave her the gentherm phone # for troubleshooting. She called gentherm and they told her it was a "faulty display circuit board" and that it needed to go to biomed for repair. Shane in biomed at woman's hospital baton rouge called gentherm and was able to replace the small class circuit bulb and the machine was operational. However, two days later, during training to the nursing staff, the same issue occurred when the console was powered on. None of the buttons would work. The gentherm tech explained that it was a faulty circuit board and put in a request to overnight the hospital a new circuit board for replacement. No patient involvement.

Manufacturer narrative:
The innercool stx surface system (120v) (sn (B)(6)) involved in the reported complaint will not be returned to a zoll service depot for evaluation. The device was investigated and serviced by gentherm and the biomed at the customer site. The failed circuit board was replaced to remedy the blank/unresponsive display issue. The system is back in service. Since the issue were resolved, service was not required to be performed by zoll.